Manufacturer narrative:
The t:slim x2 user guide states, ¿calibrate your cgm at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate and glucose alerts to become unreliable. This could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 95 mg/dl, and the meter bg reading was 186 mg/dl. Reportedly, the customer did not perform a calibration every 12 hours. No additional patient or event information was available. A replacement sensor was sent to the customer.